Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) as well as diminished sensing. It was further reported that the twos appeared to have caused a false device-classified episode of ventricular tachycardia non-sustained. The lead remains in use. No patient complications have been reported as a result of this event.